Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user presented no access to sound with the concerned device since activation.

Event description:
The user presented no access to sound with the concerned device since activation.

Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit to the recipient due to the active electrode being inadvertently inserted into the vestibule, as confirmed by diagnostic imaging. Reinsertion of the active electrode was tried, but during a repositioning attempt the active electrode appears to have been damaged. This damage could be confirmed during device investigation. The recipient was re-implanted with a new device. This is a final report.

Event description:
The user presented no access to sound with the concerned device since activation. Despite requested, the concerned device could not yet be received for investigation.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to the active electrode being inadvertently inserted into the vestibule, as confirmed by diagnostic imaging. Reinsertion of the active electrode was tried, but during a repositioning attempt the active electrode appears to have been damaged. The recipient was re-implanted with a new device. The explanted device has not been received for investigation yet.